Event description:
Per the clinic, the patient experienced a magnet dislodgement. The surgery to replace the magnet has been completed on (B)(6) 2024. The patient also experienced a skin flap necrosis resulted in exposing the receiver/stimulator. Subsequently, the patient underwent revision surgery on (B)(6) 2024, to reposition the device. The implanted device remains.